Event description:
A malfunction alarm was reported with the pump, displaying malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer to put the malfunctioning pump into storage mode before returning it with a pre-paid label within 10 days.